Event description:
It was reported that the ilet user experienced episodes of hyperglycemia after underestimating meal size and selecting a smaller meal announcement than usual, which led to insufficient insulin delivery and blood glucose readings reported as over 400 mg/dl for about four hours on two occasions, with no medical attention required; the issue involved user interaction with the meal announcement feature and the device user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure related to meal announcement selection on the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.